Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.